Manufacturer narrative:
H11: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests were performed which included leak, clear passage and clamp function tests. There were no issues noted. The patient connector was connected and disconnected to the female connector with no issues noted. Torque engagement testing was also performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported conditions of connection issue and the clamp would not open or close were not verified. However, the sample did not meet specification due to the separation between the female connector and the main body of the twist clamp. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was stuck and unable to be opened or closed. This occurred during drain of peritoneal dialysis therapy. The patient was instructed to end therapy and disconnect. When disconnecting from the patient line of the amia cassette, the female connector of the transfer set remained stuck in the patient line. The patient had to cut the line to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.